Event description:
Twenty sutures were placed and knots tied to set prosthetic mital valve. During transesophageal echocardiogram, it was noticed that valve was not seated. When the surgeon re-opened the heart. It was noticed that the knots had become untied. Seventeen of 20 pledgets were found. There were no adverse sequelae, neurological events, digital ischemia or renal impairment noted as a result of the lost pledgets. The valve was resewn with a different lot of sutures. The pt has been discharged with no further complications.